Event description:
It was reported that during an unk procedure, the device locked out. Tissue pad had been grazed. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.